Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) IV pole and shaft collar was broken. No patient was involved.

Manufacturer narrative:
Additional info: contact person(name: (B)(6), email : (B)(6)). It was reported that during pm the cs300 intra-aortic balloon pump (iabp) had a issue of IV pole and shaft collar was broken. There was no patient involvement. Staff could not confirm how issue happened. A getinge field service engineer (fse) verified the IV pole(d436-00-0199) and adjustment collar(d105-00-0114) was not working properly on the unit mobile cart. Replaced both the IV pole and adjustment collar. Unit was released to customer for clinical use.

Event description:
N/a.